Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2008. The pt reportedly received 3 inappropriate shocks because of ventricular oversensing. The pt received the first 2 shocks when he was walking on the street. The pt received the 3rd shock in the hospital (while he was sleeping). Impedance and continuity tests showed normal values. Upon sensing tests, a lot of interferences were observed even with the pt at rest. Pacing threshold tests varied over time: previously 0.75v / 0.35ms. Now 3v / 0.35ms. Suspicion of a connexion issue or a lead issue. Recommendations were provided for a re-intervention. Reportedly (on 01/25/2010), the physician decided not to perform the re-intervention. Reportedly, this ICD was previously involved in another complaint, not related to this event.